Manufacturer narrative:
Philips service replaced the fdc board and reloaded the software, restoring the system to operational use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system required multiple reboots during startup over 3 weeks on a allura xper fd10 f. The clinical use of the system was outside of use. There was no reported patient or user harm.